Manufacturer narrative:
It was not possible to match this event with any previously reported event. Section d information references the main component of the system and other applicable components are: product ID neu_unknown_cath, lot # unknown, product type catheter.

Event description:
Bendel, m.a., moeschler, s.m., qu, w., hanley, e., neuman, s.a., eldrige, j.s., hoelzer, b.c. Treatment of refractory postdural puncture headache after intrathecal drug delivery system implantation with epidural blood patch procedures: a 20-year experience. Pain research and treatment. 2016. 2134959. (1-5). Summary: this study aims to provide a retrospective report of epidural blood patch (ebp) for patients suffering from postdural puncture headache (pdph) related to intrathecal drug delivery system (idds) implantation. Reported events: a (B)(6) male with an indication of lung cancer had their catheter level at l1-l2. The patient had a post-dural puncture headache (pdph). The patient had symptoms refractory to conservative treatment that included bedrest, and intravenous (IV) fluids. The event required an epidural blood patch at l3-l4. Transient relief after initial blood patch occurred. The blood patch was repeated at l5-s1 and the symptoms resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.